Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on 30-may-2024, it was reported that the infusion set cannula was crimped upon removal from infusion site at abdomen. The set was in use for one day. No further information available.